Manufacturer narrative:
During preventive maintenance activities done by zyno, llc occlusion sensor issue was observed. Cause traced to maintenance as there were no preventive maintenance activities performed in year 2023 according to our reports which indicate that the device missed yearly maintenance required. As this issue was observed during preventive maintenance, all the issues observed were resolved. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6) 2024 during servicing activities of zyno medical devices, which includes preventive maintenance there is occlusion sensor issue observed where 30psi value at pre-rework is 286 and 30 psi value at post-rework is266. The issue is observed during preventive maintenance, so there is no patient involved. All the issues observed during preventive maintenance activities were resolved.

Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. Evaluation of the returned device was completed. The pump was returned on 03/28/2024 for complaint investigation and it wa tested with all testing protocols to fully diagnose the device and try to replicate the reported malfunction. There was no indication that parts replaced during servicing caused or contributed to the reported issue. The reported malfunction that the end user experienced of "unit failed the 30 psi tests again. 30psi test failed at 17.50 and 21.0 psi" was unable to be replicated during functional testing. Pump was performing to specification. Root cause could not be determined, however the probable root cause is improper maintenance. When tested using our procedures the pump passed all tests. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation there was no serious injury reported. Serious injury was selected inadvertently. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed four prior similar complaints. The failure mode was confirmed, and the cause was determined to be an out-of-calibration condition. Recalibration successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation a review of the device's serial number history revealed one similar complaint. Reference to complaint # (B)(4).